Event description:
Oncosmart proguide sharp needle broke in half inside the pt during a prostate treatment. It wasn't noticed until the pt went home and then came back complaining about discomfort. The pt was then CT'd and the needle was discovered. It had to be removed in surgery.